Manufacturer narrative:
G4: 05nov2020. B4: 05nov2020. Attempts were made to obtain further information regarding the device repair. To date, no further details have been received. The service history record was reviewed, and no repair information was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10aug2020.

Event description:
The biomedical engineer reported that he has this unit set up on a test lung and is getting the low leak co2 rebreathing risk alarm. The customer contacted product support and discussed that the alarm indicates there is not enough leak in the pt circuit. Product support advised the customer to perform full pvt and address any issue found. The customer reported that the unit was not in use on a patient.